Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d2/c10: model number/catalog number: 1101. Serial number: (B)(6). Batch/lot number: ax1g177440. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of impedance high and migration were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient decided to have an implant battery swap from rechargeable to recharge-free snm system, due to the patient having difficulties placing their charger onto their back from recent shoulder surgery. Upon investigation the x-ray showed the patient's lead had migrated. During the procedure, the physician tested the lead with a stim clip and thresholds did not provide an appropriate response, showing an impedance issue. The physician decided to also revise the lead for the patient at same time of the battery swap. A new lead was inserted and appropriate responses were obtained. There were no other issues or complications reported.